Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Granuloma : unable to observe since it is a medical event and is not related to the device. Silicone migration : unable to observe since it is a medical event and is not related to the device. Additional observations: crease flat observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported "intracapsular rupture and siliconomas in right axillary region" diagnosed by ultrasound. Device was replaced by a non-allergan device.

Event description:
Physician reported " intracapsular rupture, and siliconomas in right axillary region" confirmed by ultrasound. Device was replaced by a non- allergan device.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma. Device evaluation: device photograph(s) for the device related to the reported event rupture and granuloma was reviewed on april 11, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6 visual analysis: visual analysis of the photographs identified: ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out.

Event description:
Physician reported " intracapsular rupture, and siliconomas in right axillary region" confirmed by ultrasound. Device was replaced by a non- allergan device.